Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the customer reported that the large display was completely off. It is unknown if a system restart was attempted. We are unaware of any impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that a hardware issue of the processor at the video input failure occurred. No image was visible on the ld screen and the system sporadically went to bypass. As a result, the incoming video signal could not be displayed on the screen. Following the exchange of the ld the system works as specified and the issue did not recur. The manufacturer is not considering further actions resulting from this event.